Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify failed battery test due to button keypad anomaly. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer stated that the insulin pump was having constant alarms that may have indicated device failure. The caller also stated that the insulin pump alarmed failed battery test and continually alarming. The blood glucose reading was 74 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.